Manufacturer narrative:
(Shp cable) the evaluation confirmed the reported event, "it was reported that the device has cuts in the cable. There was no harm for the patient, operator or third party reported." And attributed to normal wear and tear due to the age of the device.

Event description:
It was reported that the device has cuts in the cable. There was no harm for the patient, operator or third party reported. No further information received.